Event description:
It was reported that the autopulse resuscitation system displayed a user advisory message of ua07 (discrepancy between load 1 and load 2 too large) which was not able to be cleared. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation. Several attempts were made by device manufacturer to obtain status of product return. These efforts however were unsuccessful. If product is returned to the manufacturer, a supplemental report will be filed.